Manufacturer narrative:
(B)(4) - stuck in stent.

Manufacturer narrative:
(B)(4). A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the lot. The catheter was received in two pieces, with 21.9cm of the distal tip assembly detached. The distal tip appeared to be stretched approximately 2.0cm long. The guidewire exit port was lifted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Kinks were observed in the sheath assembly, distal tip assembly, and the imaging core. The male/female luer connection was detached and the imaging core was outside of the sheath assembly when received. The imaging core cannot be inserted into the sheath assembly due to kinks in the sheath assembly. The observed stretched and broken tip, damage to the guidewire exit port, kinks, and detached m/f luer are all likely a result of the efforts to remove the catheter when it was stuck with the stent. Imaging core windup in the telescope assembly, a design issue, was observed during visual analysis. Windup is unrelated to the reported event. The device labeling and directions for use were reviewed and revealed that the labeling and/or dfu contains the following: "adverse events: the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. Additionally, these complications may necessitate additional medical treatment including surgical intervention and, in rare instances, result in death. Warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The tip break has signs of elongation and stretching which are indicative of efforts to pull the catheter when it was stuck with the stent. The reported patient surgery complaint is confirmed based on the reported event. The reported/confirmed complaint device issues of stuck in stent as well as tip detached/separated caused and/or contributed to surgical intervention being necessary. Based on the event description, the observed condition of the returned device, dfu review and the anatomical and procedural factors encountered during the procedure, the cause of the stuck in stent has been determined to be due to operational context.

Event description:
It was reported that during a percutaneous coronary intervention (pci), a non-bsc coronary stent was implanted in the moderately tortuous, mildly calcified distal right coronary artery to atrioventricular branch or posterior descending artery. An intravascular ultrasound (ivus) catheter was prepared per the directions for use without any problem. No resistance or friction was noted while advancing the catheter to the lesion. The ivus catheter was used to image the stent placement; the stent was not fully expanded. When the physician tried to withdraw the ivus catheter, the catheter seemed to have become stuck on the stent. The physician made several attempts to remove the catheter during which he pulled on the catheter, detaching approximately 20 centimeters of the distal tip of the ivus catheter. The remainder of the catheter was removed from the patient and surgery was performed to successfully remove the detached catheter tip from the patient. No patient problems have been reported.

Event description:
It was reported that during a percutaneous coronary intervention (pci), a non-bsc coronary stent was implanted in the moderately tortuous, mildly calcified distal right coronary artery to atrioventricular branch or posterior descending artery. An intravascular ultrasound (ivus) catheter was prepared per the directions for use without any problem. No resistance or friction was noted while advancing the catheter to the lesion. The ivus catheter was used to image the stent placement; the stent was not fully expanded. When the physician tried to withdraw the ivus catheter, the catheter seemed to have become stuck on the stent. The physician made several attempts to remove the catheter during which he pulled on the catheter, detaching approximately 20 centimeters of the distal tip of the ivus catheter. The remainder of the catheter was removed from the patient and surgery was performed to successfully remove the detached catheter tip from the patient. No patient problems have been reported.